Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found a loose cable on the display. The se performed an adjustment to the cable. The ventilator passed self testing.

Event description:
It was reported that the ventilator's upper display was blank. The ventilator was not on a patient at the time of the event.